Event description:
It was reported that the patient presented to the clinic due to receiving a vibratory alert. It was noted on interrogation that the battery voltage was 2.24. The battery voltage trend showed a sudden decrease in voltage. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of rapid battery depletion to eol was confirmed in the laboratory. The device functionality was normal when tested on the bench and using automated test equipment. No high current consumption was observed. The original battery was sent to the vendor for further evaluation. No anomaly was found. The cause of the rapid battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.